Event description:
Pt reports curlin pump issue. Spoke with pt who reported internal error for lithium battery and pump no working for her last infusion on (B)(6) 2024 hhrn used gravity to finish her infusion and hhrn also tried changing batteries but did not work. Her next infusion will be on (B)(6) 2024. No clinical harm/injury was experienced by pt due to malfunctioning pump; infusion was able to be completed via gravity. Malfunctioned pump is available for return to investigate. Serial number (B)(6). Indication: nonfamilial hypogammaglobinemia. Reported to (B)(6) by pt/caregiver.